Event description:
It was reported that a patient presented with over-sensing due to pseudo-pseudo fusion. No intervention was reported and the patient will continue to be monitored. The patient was stable throughout.